Manufacturer narrative:
The meter has been returned, and an investigation has determined the complaint is not confirmed. The meter powered on with button and strip insertion. Control solution tests were within range.

Event description:
Customer reported that her son's freestyle flash blood glucose meter would not turn on/off after the strip was inserted. She reported that his meter had not been working for about 3 to 4 weeks. In 2007, he woke up in the morning feeling very weak, disoriented and could not get up out of the bed. Paramedics were called and customer was transported to reading hospital. Customer's mother reported that his blood sugar was high and he was diagnosed with dka (diabetes ketoacidosis). It is unk what treatment was rendered at the hospital.